Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: mainly due to uterine fibroid surgery, the patient received infusion treatment on (B)(6) 2021. After the vein was punctured with a closed indwelling needle, fluid leakage was found at the needle tube, which was immediately pulled out and another puncture was performed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.